Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12119 it was reported the patient experienced persistent pain at the lead and ipg sites. The ipg causes discomfort when the patient sits down. An sjm representative noted the leads appear to be shallow. The patient is pending an explant consult with a neurosurgeon.